Event description:
It was reported that the customer experienced difficulty turning and attaching the connector when attempting to connect a cartridge to the ilet, and successful connection was achieved after replacing the connector. Symptoms included no adverse clinical effects. Outcomes included no impact to the user. Investigation included technical troubleshooting and user education performed by customer care. Investigation of this case revealed that the issue resolved with use of a new connector, indicating the original connector was difficult to operate. It was concluded that the device functioned as expected after replacement of the connector and no further action was required.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.